Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were not communicating and in critical override. A technical support specialist restarted the database synchronization on the device, and the customer verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple station was not communicated. Customer attempted to reboot the affected stations, but device continue to show critical override and no communication with the server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.